Event description:
Additional information as received that the patient had a generator and lead replacement. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that product analysis was completed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Scanning electron microscopy images of the connector ring of the lead show that pitting or electro-etching conditions have occurred on the connector ring surface. The exact reason for this condition is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at one time.

Event description:
It was reported that the patient had high impedance on both system and normal diagnostics. Per patient, the high impedance was actually found back in (B)(6) 2011. At the time, the physician did not turn patient's device off and made no plan for lead revision since patient's seizures were well-controlled. X-rays were also taken, but no obvious lead break was observed. Patient did not report any trauma/falls or manipulation. Again, the patient did not want to turn the device off so the physician lowered the output current to 1 ma. Physician will see the patient again in 3 to 4 weeks and may turn off device at that time and possibly refer patient for lead revision.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.